Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. The device history record review confirms that the device met all material, assembly and performance specifications. The microcatheter and torque device used with the guidewire were not returned. Analysis of the returned device revealed that the guidewire as returned in two fragments.the guidewire nitinol and core wire were separated, bent on proximal and distal to the separated end and kinked from the distal tip. The core wire was bent as it was torqued, the guidewire nitinol was separated from its distal end. The guidewire was bent on several places along its nitinol length as well. The ptfe coating was scraped on several places along its length of the guidewire. The ptfe coating appeared to be scraped off of the guidewire potentially due to the torque device collet. There were no other anomalies observed. Functional testing was not performed on the device due to the damaged condition it was returned in. The guidewire was kinked, bent and separated on its distal section. The ptfe coating appeared to be scraped off of the guidewire with the torque device due to slippage of the torque device collet from insecure tightening; however, since the torque device was not returned with the guidewire, the cause of the ptfe peeling cannot be definitely determined. The guidewire appeared to be separated due to excessive torque and manipulation against the reported resistance inside the guide catheter. It is also possible that the resistance was caused by the tortuous vessel anatomy reported. Based on the information currently available and device analysis, a probable cause of handling damage will be assigned to the reported event of guidewire fracture.

Event description:
It was reported that during an ishchemic stroke case, there was some difficulty in advancing guidewire (subject device) and when the physician attempted to withdraw the guidewire, it fractured at the bifurcation of ica (internal carotid artery) and cca (common carotid artery). The physician retrieved the broken portion with a snare .there were no reported clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during an ishchemic stroke case, there was some difficulty in advancing guidewire (subject device) and when the physician attempted to withdraw the guidewire, it fractured at the bifurcation of ica (internal carotid artery) and cca (common carotid artery). The physician retrieved the broken portion with a snare .there were no reported clinical consequences to the patient.